Manufacturer narrative:
One device was returned for analysis of complaint of alarms forced a sensor bridge test, and it was not keeping the configuration in order to use the wifi. Service history review identified the complaint was not related to a previous service of the device within the review period. Reported ¿force sensor bridge test¿ was confirmed in event log, probable cause due to damaged main board. The main board was seen to be damaged during internal inspection, showing signs of extensive scratches and damaged components. Replaced the main board. Unable to perform syringe testing due to a broken piece of casing which was wedged in the barrel clamp, preventing full extension for plunger. This was resolved by removing the broken piece. Device passed testing post repair.

Event description:
It was reported that the device case was broken, and alarms forced a sensor bridge test, and it was not keeping the configuration in order to use the wifi. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.